Event description:
The customer reported the adhesive on the rubber of the bending section was peeling off during maintenance of the device involving an olympus rhino laryngo videoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.